Manufacturer narrative:
Concomitant product: 4024-58 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and no capture. It was also reported that the right ventricular (rv) lead had an insulation fracture, pocket stimulation in unipolar mode, fluctuating impedance, and a lead warning for low impedance. The ra and rv leads were both capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.